Event description:
It was reported by field service engineer (fse) that the intra-aortic balloon pump (iabp) alarmed for high baseline while on patient. Pump was swapped out with no patient issues. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation the reported complaint of "system error 3 alarm" is confirmed. The pump alarmed a high baseline (1) during the complaint investigation. An excessive noise was noted from the pump assembly consistent with a motor/lead screw malfunction. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for this reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by field service engineer (fse) that the intra-aortic balloon pump (iabp) alarmed for high baseline while on patient. Pump was swapped out with no patient issues. There was no report of patient injury or consequence.